Manufacturer narrative:
(B) (4): evaluation results: (stent thrombosis, death).

Event description:
An endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in a patient (device details unknown). However, it was reported that a stent thrombosis event occurred and the patient died. No other clinical sequelae were reported.